Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was able to be confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent initial tka on (B)(6) 2011 with no intraoperative complications noted. Subsequently, the patient underwent a revision of all components on (B)(6) 2019 due to pain, swelling and instability. During the procedure, it was noted that the poly bearing was grossly loose and the tibial tray was fractured. All zb components were removed without complication. Also, patient had preoperative complication of a periprosthetic infection. He has been symptom free for the past 8 years. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 00595001502;femoral component precoat size e right; lot# :61759732, item#: 00597603010;articular surface anterior constrained; lot#: 61794391, item#: 00597206532;all poly patella size 32 mm dia. Standard 8.5 mm; lot#: 61803888. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00325, 0001822565-2019-04951, 0002648920-2019-00848.

Event description:
Patient underwent initial right tka 8.5 years ago. Subsequently, the patient underwent a revision of all components approximately two months ago. In the dictation of the revision procedure, the surgeon stated the patient's initial tka surgery was complicated with a postoperative periprosthetic infection. No further information has been provided at this time as to the intervention provided for the infection.